Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. An analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two 375cc mentor memorygel breast implants were identified to be ruptured during a primary breast augmentation, intra-operatively. No report of adverse event or patient consequence was reported. Another set of implants were implanted: (left) 400ccmentor memorygel breast implant catalog: 3545400 lot: 9660687 sn: (B)(4) and (right) 400ccmentor memorygel breast implant catalog: 3545400 lot: 9660687 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 7, 2023, mentor received additional information indicating that only the left breast implant was ruptured upon implantation. The photo that was evaluated belongs to the left implant. There was no issue with the right breast implant.

Manufacturer narrative:
On may 3, 2023, the mentor failure analysis lab received the device for evaluation. On may 4, 2023, an analysis of the suspect medical device's photo was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. On may 11, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth uhp 375cc breast implant. Leak testing was performed in accordance with mentor's procedure. Findings revealed a tear on the anterior aspect, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.